Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2019-apr-22. It was reported that no definitive dysfunction had been identified at the time. The hcp noted that they were watching it. There was reportedly slightly more med in the pump than expected, but only once and not that much. There was no known issue at the time. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that the patient had missed a refill. A nurse had come to their home to do a refill and when they did the refill they noted there was more drug in the pump than expected, around 4ml. The patient had been having varying therapy effectiveness and was experiencing pain at times. No further complications were anticipated/reported.